Event description:
Pt was "do not resuscitate". Heart rate noted to decrease to 40s, ventilator alarming. Found y-adaptor disconnected from elbow to ett and ventilator. Reconnected to oxygen supply with 100% oxygen supplied. Heart rate continued to decrease to electromechanical dissociation with no increase in heart rate in response to oxygen. Pt pronounced dead minutes later. Unknown how long pt without connection to oxygen supply.